Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications. It should be noted the gore® dryseal flex introducer sheath instructions for use states ¿adequate vessel access is required to introduce the sheath into the vasculature. Careful evaluation of vessel size, anatomy, tortuosity, and disease state (including calcification, plaque, and thrombus) is required to ensure successful sheath introduction and subsequent withdrawal. If vessel is not adequate for access, major bleeding, vessel damage, or serious injury to the patient, including death, may result.¿

Event description:
On an unknown date, a patient underwent endovascular treatment whereby a bare metal stent was implanted in the left common femoral artery for an unknown condition. On (B)(6) 2021, the patient underwent endovascular treatment of an abdominal aortic aneurysm with a 16fr gore® dryseal flex introducer sheath used as an accessory during the procedure. After all stent grafts were implanted and the sheath was removed, procedural angiography at the left access vessel site reportedly revealed a dissection immediately distal to the previously implanted bare metal stent. According to the report, the diameter of the access vessel was small (measurement not provided) and may have been a contributing factor to the dissection. An additional bare metal stent was implanted to successfully treat the dissection. The patient tolerated the procedure.